Event description:
On (B)(6) 2008, the plaintiff was implanted with an ams miniarc sling with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff, "suffered serious bodily injuries, including extreme pain, erosion or her internal bodily tissue, extreme scarring, add'l surgery and other injuries." It was also alleged that the plaintiff, "experience significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.